Event description:
A noga-star catheter was used on 12/06/1999 without complications. The pt became febrile(at 102.7 degrees f)on 12/07/1999 and was non-responsive to acetaminophen. Pt was then transferred to the ICU on 12/08/1999 with gram positive cocci blood cultures and methicillin sensitive staph, aureus. A central venous line was placed and antibiotic therapy was initiated along with telemetry. In addendum, the pt experienced chronic chest pain that could not be relieved by medication . Pt expired on 12/15/1999.